Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the footswitch was working intermittently during a cataract procedure. The case was completed with an alternate system. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced and returned for evaluation, to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 30, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on september 15, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed a cracked heel cup. The footswitch was connected to a calibrated system. Upon connection, system message (sm) displayed. The area underneath the heel cup was cleaned with an alcohol wipe to remove the balanced salt solution (bss) residue present. The footswitch was then connected to the system again and tested and the footswitch met specifications. The system was found to meet specifications. The root cause of the reported event can be attributed to dried bss residue under the heel cup of the treadle. (B)(4).